Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that during use of the indeflator, the device leaked at the joints of the device. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.

Event description:
Subsequent to the initially filed report it was reported that the leak occurred at the rotator. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported leak was unable to be replicated in a testing environment due to the condition of the returned device (displaced gauge and the gauge needle at vac location). Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other incidents from this lot. As the device was unable to be tested during return analysis due to the condition of the returned device, the investigation determined a conclusive cause for the reported leak difficulties cannot be determined. The noted device damages (displaced gauge and gauge needle at vac location, faceplate/housing gap) possibly occurred due to handling during packing/shipment for return analysis; however this cannot be confirmed. The noted rust noted on the side of the gauge is likely a result of exposure to the elements during transit back to abbott vascular for analysis. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.